Event description:
It was reported that the recanalization catheter would not cross the lesion in the peroneal artery. Reportedly, after several attempts were made to cross the lesion, a perforation of the vessel was found by angiography. An extended inflation with a balloon was performed to tamponade the vessel. There were no reported adverse clinical consequences.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. The investigation is inconclusive as the sample was not returned. Per the complaint comments, the lesions were severely calcified. Additionally, at the chronic total occlusion of the peroneal artery, the crosser 14p did not cross through the occlusion, and went into the false lumen. Therefore, it is unknown if patient and/or procedural issues contributed to the reported event. The definitive root cause could not be determined based upon the available information.